Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent an emergency endovascular repair for abdominal aortic aneurysm (possible contained rupture) using a gore® excluder® aaa endoprosthesis. After touch-up ballooning, no endoleak was observed, and the procedure was completed. The patient tolerated the procedure. On an unknown date in 2019, 6 month follow-up imaging showed that the aneurysm obviously shrunk. On (B)(6) 2019, 1 year follow-up computed tomography (CT) showed that the aneurysm rapidly enlarged. Reportedly, its maximum diameter was around 59 x 73 mm, but the amount of the enlargement was unavailable. No endoleak was confirmed, and the physician reported that the cause of the aneurysm enlargement was unknown. The patient was asymptomatic, and re-intervention is not planned.